Event description:
It was reported the patient had prolonged motor and sensory block following an epidural catheter placement. Radiocontrast medium was injected into the catheter and an x-ray revealed the catheter tip was in the intrathecal space. It was noted the physician used the filter attachment as directed and could not aspirate cerebrospinal fluid (csf) through the catheter to exclude intrathecal placement when he intended to place the catheter in the epidural space. The physician believed the "wire wound inner lumen" of the catheter made the catheter stiffer and easier to direct but also easier to puncture the dura which would result in inadvertent subarachnoid injection of the medication. "Because one is not able to aspirate csf through the filter one cannot identify if the catheter was inadvertently placed or if it migrated into the intrathecal space. Once the filter was removed from the system one could readily aspirate csf." Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).